Manufacturer narrative:
Device evaluation: analysis of the returned device identified, opening crack on valve seat diaphragm valve, wear abrasion and white particles inner device. Leak test and microscopic analysis was performed which identified, opening crack on valve seat diaphragm valve and crease flat. Based on the device analysis, the final assessment is: a cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported, "left side implant is "leaking". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leaking" implant.

Event description:
Healthcare professional reported "left side implant is "leaking". Device has been explanted.